Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was "sticking" and intermittently unresponsive. In addition, it was reported that the pump was hot to touch on multiple occasions. There was no reported impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support.